Event description:
During accucath insertion having issue with advancing catheter over wire. Upon trying to press needle retractor it would not retract. Pulling out of pt was tight coming out of skin. Upon trying to get needle to retract once out of pt it would not retract fully, and wire circled outside of housing.